Event description:
Left side frame is broken at lower weldment.

Manufacturer narrative:
The weldment of wheelchair was not saturated. Improved welding technical. Responsible person: (B)(4), date: 02/26/2015. Training workers in weld workshop, make sure following welding sop. Responsible person: (B)(4), jinjing date: 02/27/2015. Isolated non-conforming production in workshop. Responsible person: (B)(4), date: 02/27/2015.